Manufacturer narrative:
Pt felt full. (B)(4).

Event description:
The pt reported that he felt full during his ccpd treatment and bypassed fills 2 & 4. The pt is on tidal therapy with first fill of 2,000 ml, tidal fills of 1,500 and tidal drains of 1,750 ml using two 2-liter bags. He drained manually and was able to drain 4,700ml. He also noticed that the 2 solution bags were empty. His prescription is for a total of 8,000 ml. He felt better after draining. There was no serious injury.